Event description:
The customer contacted physio-control to report that their device does not power on automatically when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
That the device doesn't respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. The root cause of the device not responding to the lid and the depleted battery is the lid switch, sw5. The device was destructively tested, and the customer was provided with a replacement device.

Manufacturer narrative:
The customer will receive a warranty replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not power on automatically when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.